Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported bleeding and patient outcome could not be conclusively determined through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, "introduction", lists adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, "patient care and management" (under "anticoagulation"), outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away due to heart failure. The patient was found deceased at home by family, and likely had a catastrophic fall as evidenced by a large contusion on the patient's head. It was noted the patient was getting weaker and lived alone. The patient's outcome was not considered device related. An autopsy was not performed.